Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was not able to power the device because it was not being charged by the power management (pm) printed circuit board assembly (pcba). The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In the gfe response received, the patient information from the time of the event was stated to be unknown. The customer requested that the pm pcba be replaced. In a good faith effort (gfe) response from the authorized service provider (asp) it was stated that the device diagnostic report (drpt) was not able to be provided. The asp confirmed that the issue of the battery not supplying power was due to a defective pm pcba. The asp confirmed replacement of the pm pcba, but did not provide the part number of the pm pcba installed. Following the pm pcba replacement the battery was able to be successfully charged, and the device was then returned to use. The replaced pm pcba will not be returned for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.